Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that CT scan revealed the patient suffered intracranial bleeding in the right cerebral hemisphere. The patient experienced headache and changes to level of consciousness. The patient was being treated with heparin at the time of the event. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 19apr2017. The information at the time the pump was received indicated that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombus (medwatch MFR report # 2916596-2016-02165). No report of the patient experiencing an intracranial bleeding in the right cerebral hemisphere was reported until 19apr2017. Evaluation of the returned, pump post the pump exchange due to suspected thrombus, revealed a white/dark red, tissue-like deposition adhered to the inlet stator bearing cup and rotor bearing ball. The deposition had a ring-like structure and areas that were denatured, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. A white, soft deposition was also found loosely seated on the outlet stator. The deposition did not show evidence of laminated layering or denaturing and there were no contact marks on the rotor to indicate that it was present while the pump was operating. The origin, specific cause for the observed depositions and a timeframe for which they were in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A direct correlation between the finding of thrombus in the returned device and the reported intracranial bleeding that occurred on (B)(6) 2016 (4 months prior to the pump exchange) could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a pump exchange on (B)(6) 2016.